Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube lip, a stained address and serial number label, and a stained end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 161 mg/dl. The customer reported a motor error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.